Event description:
Angioseal, non deployment. Unable to advance wire to deploy device. The device sheath found to be kinked. Most likely influenced by pt's obesity. Pulses to lower extremity palpable. Femstop applied after manual pressure for groin management.